Event description:
During biomed testing, the device was unable to detect the attached paddles. There was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product.